Event description:
It was reported a pericardial effusion (pe) occurred. During an atrial fibrillation (a fib) ablation procedure, a versacross steerable kit was selected for use. The patient had a very thick septum causing difficulty to cross for transseptal access. Initially, there were three attempts to cross the septum made by the physician and then another physician as consulted. At this time, they chose to increase the radio frequency (rf) delivery of the versacross rf wire from 1 to 2 seconds/constant to accommodate for the thick septum. The fourth attempt was then successful. The patient remained stable throughout the entire procedure however later it was found to have a pericardial effusion upon the routine post procedural imaging. Hence, a pericardiocentesis was performed to address it. The patient left the lab in a stable state, was admitted for monitoring of the effusion, and it was later discharged in stable condition. The device is not expected to be returned for analysis (disposed). The procedure took about 3 hours in total where the transseptal access was obtained in around two hours. No issues with the versacross rf wire were noted during the first three attempts. The first three attempts were using 1 second/constant, and when rf was applied, the rf wire was advanced to attempt to cross the septum into the left atrium (la) but would stop mid-way through the septum due to its thickness. Various transseptal (tsp) locations were attempted in trying to locate a position for successful crossing, but all were within the mid-anterior to mid/inferior-anterior location. In the physician's opinion, there is no reason to believe any of the versacross device (rf wire or dilator/sheath) malfunctioned during the procedure, nor contributed to the patient's complication.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.